Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed the 90% stenosed target lesion located in the distal right coronary artery (rca) that was 20 mm long with a reference vessel diameter of 3.2 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 x 24 mm study stent. Following post-dilatation, the residual stenosis was 0%. Seven (7) days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with myocardial infarction upon hospitalization. Coronary angiography revealed 100% stenosis in the previously placed study stent in the distal rca which was treated with target vessel revascularization (tvr) with 0% residual stenosis. On the same day, the event was considered as recovered/resolved. Nine (9) days post procedure, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ECG was performed which revealed location of mi as inferior in (B)(6) 2015 and not (B)(6) 2017 as what was previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent thrombosis occurred and was not in-stent restenosis as what was previously reported. In (B)(6) 2017, electrocardiography was performed which revealed location of myocardial infarction as inferior and the patient's cardiac enzymes were found to be elevated. Coronary angiography was performed which revealed 100% stent thrombosis in the distal right coronary artery which was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 50%.